Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation the reported malfunction was not replicated or confirmed. Review of the activity log did not see any failed 30j tests or unsuccessful shock button presses. The device check log did not have any 30j defib test- failed entries. The control board and front panel keypad were replaced as precaution.and the control board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.